Manufacturer narrative:
Correction: describe event or problem: it was reported that a needle 30ga 7/8in bsg clear hub had excessive flash on the hub. The following was reported, material no. 302890 batch no. 8145979. It was reported there is excessive flash on hubs. As february 18, it was received pir 74236 customer complaint, dr. Stated order of anterior chamber cannulas, 30ga, seems to have excessive flash on the hubs. Often on all four corners of the hub with some of the flash up to 4mm. We are having to deburr the hubs as we work through the inventory. Investigation summary: photo was received for investigation. Defect is confirmed. There was no documentation of issues for the complaint of batch #8145979 during the production run. Molding process-- root cause is related to the molding cavity insert. When the cavity insert starts to deteriorate the flash becomes very visible (note; the mold cavity insert is a piece of metal). As soon it is detected, the machine gets stopped, the cavity is blocked and the cavity mold insert is replaced later on during preventive maintenance. These samples were escapes from this. Corrective and preventive actions: the mold insert was changed during preventive maintenance.

Event description:
It was reported that a needle 30ga 7/8in bsg clear hub had excessive flash on the hub. The following was reported, material no. 302890 batch no. 8145979. It was reported there is excessive flash on hubs. As february 18, it was received pir 74236 customer complaint, dr. Stated order of anterior chamber cannulas, 30ga, seems to have excessive flash on the hubs. Often on all four corners of the hub with some of the flash up to 4mm. We are having to deburr the hubs as we work through the inventory.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle 30ga 7/8in bsg clear hub had excessive flash on the hub. The following was reported, "material no. 302890 batch no. 8145979. It was reported there is excessive flash on hubs. "As february 18, it was received pir (B)(4) customer complaint, dr. Stated ¿order of anterior chamber cannulas, 30ga, seems to have excessive flash on the hubs. Often on all four corners of the hub with some of the flash up to 4mm. See attached photo for an example. We are having to deburr the hubs as we work through the inventory¿. Would you please help us with defect root cause investigation and help us to fill section 2 and 3 of scar form attached."